Event description:
Patient contacted us identifying that she suffered what appeared to be an overdose on (B)(6), 2011. The overdose resulted in hospitalization and adminstration of narcan. Therapy changed to oral meds. Pump contained morphine and clonadine (and possible another drug - patient was unsure). Pump was emptied at the time of symptoms of overdose and the volume was found to be correct for the flow rate/refill schedule by the pain management docto. The pump remained implanted until (B)(6), 2011.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.